Event description:
It was reported that the same day, post implant, a warning was triggered due to out of range impedance on the right ventricular (rv) and right atrial (ra) leads. It triggered on the rv defibrillation and pacing impedance and the atrial pacing impedance. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).